Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshoot this malfunction with the customer over the telephone. The tse recommended replacing the exhalation valve. The evaluation and repair will be completed by the customer.

Event description:
It was reported that prior to use, a ventilator auto cycled. There was no patient involvement.